Event description:
The consumer reported that the patient was set up with programming for the daytime at 1.5v and at the nighttime at 1.1v, but thought they might have eliminated 1 of their programs by accident. The patient¿s implantable neurostimulator (ins) had helped their symptoms, but last night they had an accident. The patient started taking insomnia pills on (B)(6) 2016 and they did not affect their insomnia. The patient was increased to 200 mg and it did nothing, but on (B)(6) 2016 they slept, but had an accident. The patient experienced a loss or change of therapy. The patient felt stimulation and the therapy was on. The patient didn¿t feel stimulation during the day, but when they changed from daytime to nighttime settings they could feel the stimulation down their leg at first and then it went away. The patient was currently on program 4 at 1.3v. Program 1 was set at 1.4v, program2 was set at 1.4v, and program 3 was set at 1.6v. The patient tried to increase on program 4, but stimulation was too strong and they decreased back to 1.3v. The patient wanted to stay at 1.3v.

Event description:
Additional information received from the consumer reported that the circumstances that led to the patient's sudden loss of therapy was that they somehow got the system out of sync and guessed they hit the wrong buttons. The patient reviewed the manual. The step taken to resolve the sudden loss of therapy was that the patient called and talked to customer service and this was a great help. The patient went and saw a health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.